Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device reached elective replacement indicators (eri) in less than four years, and it was not possible to determine why the device reached eri so soon. The device was explanted and replaced. No patient complications have been reported as a result of this event.